Manufacturer narrative:
Follow up #3 26-apr-2018 device evaluation: in q1 2018, there were 2 instances of a damaged display failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 23 instances of damaged failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #2 30-jan-2018 device evaluation: in q4 2017, there was 1 instance of a damaged dispaly failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there was 1 instances of a damaged display failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 136 allegations of a malfunction, 87 pumps were returned to animas and investigated. Of the investigated pumps, 38 were found to be malfunctioning due to a cracked display, cracked display lens, and a scratch display lens. During investigation for unrelated complaints, there were 49 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 136 malfunction events. A review of the events indicated that the one touch ping model pump experienced a damaged display issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-87 years of age and between 26 and 262 pounds. Of the reported patients, 54 were male, 82 were female.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there was 1 instance of damaged display failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow-up #4: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 1 instances of damaged failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.